Manufacturer narrative:
Manufacturer's investigation conclusion: suspected thrombus was unable to be confirmed as no images or product were available for evaluation. Review of the submitted log files confirmed low flow alarms; however, the alarms were thought to be due to suspected thrombus and resolved when anticoagulation medication was resumed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Intermittent low flow alarms were captured on 25sep2023. It was noted that flow and power trended downwards over the approximately 11 days of periodic log file data. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ lists pump thrombosis and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had recurrent low flows over the past day on (B)(6) 2023. The patient had ten alarms in the last hour. Doppler blood pressure was 78, appeared euvolemic. Log file showed power, flow and pulsatility index (pi) began trending downward on (B)(6) 2023. The event file was mostly filled with low flow alarms and low flow flags which did not persist long enough to trigger alarms. The cause of low flow was unknown, although the alarms resolved. The patient was asymptomatic. It was additionally stated that the patient had suspected pump thrombosis in (B)(6) 2023. Thrombus was stated to have been confirmed based on log files and symptoms. It was stated that the patient was off of aspirin and coumadin (warfarin) for gastrointestinal (gi) bleed. At the time of event, the patient had low flow alarms (lfa) and low power. The patient had an echocardiogram and a computed tomography angioplasty (cta) which was unremarkable. A ramp study was performed and despite an increase in speed, there was no change in left ventricle size and the aortic valve remained open. No thrombus symptoms were observed other than lfas. Coumadin was resumed, and the lfas resolved prior to discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.